Event description:
It was reported the pt underwent anterior lumbar interbody fusion (alif) at l5-s1. The surgeon used an interbody device from a competitor. The inner wing of the interbody failed to deploy during the index surgery and was locked down with a plate. Due to the interbody falling, the surgeon was unable to obtain good screw purchase at l5 during the index surgery but opted to complete the procedure. There was no intra-operative pt complications. The upper screw of the plate at l5 was discovered broken approx one month post-op during an office visit. The pt underwent revision surgery. The cover plate was intact. Reportedly fusion had not occurred. The surgeon revised the pt posteriorly. There was no hardware removal. The broken screw remains implanted. No pt complications during the revision procedure.

Manufacturer narrative:
No product was returned for evaluation. X-rays confirmed the screw was broken.